Manufacturer narrative:
Device was used for treatment, not diagnosis. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event it was reported from (B)(6) that during trepanation of the skull it was observed that while making the first hole in the skull, the trephine device would not stop turning and the trepan head disconnected from the compact speed reducer device and the motor device and became stuck in the patient¿s head. It was further reported that the motor device did not disengage. It was reported that the device reached the dura matter which caused major bleeding. It was reported that there was greater than a 30-minute delay in the procedure due to the event. There was patient involvement reported. It was reported that the procedure was completed by removing the trephine head manually. It was further reported that the patient was treated with a blood transfusion. The patient's status is unknown. Multiple attempts were made to obtain additional information. No additional information was provided regarding the patient outcome. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Upon further investigation it was noted that two craniotome devices and two attachment devices were used in the procedure. There was no report of a reportable malfunction with these concomitant products. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. The compact speed reducer device was evaluated and the reported condition that the that the trepan head was disconnected from the compact speed reducer could not be confirmed. An assessment was performed and the device met all operational specifications, no problem found. During device evaluation, the actual compact speed reducer device and the motor device were functionally tested with a codman perforator device, performing five (5) perforations. In each of the perforations, it was observed that the perforator successfully declutched (stopped spinning) when the inner burr penetrated the underlying surface. It was further observed that the perforator was successfully removed from the wood media after each perforation by pulling on the speed reducer device. Therefore, the reported condition was not duplicated or confirmed. An assignable root cause was not determined. This device has not been previously returned for service. A review of the device history record f did not indicate any conditions during manufacturing operations that could be related to the reported condition. This device passed all manufacturing and test requirements at the time of manufacture. If additional information should become available, a supplemental medwatch will be submitted accordingly.